Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system experienced impaired healing at the implantation site of their evoke closed loop stimulator (cls). It was reported that the patient has auto-immune disorders. A pocket revision was performed and a hematoma was removed. Following this revision, the patient reported discharge from the implantation site. As a result, a second revision procedure was performed to create a new pocket and replace the cls.